Manufacturer narrative:
The exact age of the patient is unknown. However, it was reported the patient was over 18 years. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a capio¿ device was used during a vaginal vault suspension procedure performed on (B)(6) 2017. According to the complainant, during procedure, the needle detached from the suture and was found in the capio device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Analysis of the returned capio revealed that the device cage was bent. The carrier is able to extend and retract without issues, but a functional evaluation deploying a suture could not be performed due to the cage condition. However the bent condition of the cage could had been the cause of the reported failure "needle detached". A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a capio device was used during a vaginal vault suspension procedure performed on (B)(6) 2017. According to the complainant, during procedure, the needle detached from the suture and was found in the capio device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.